Manufacturer narrative:
H6; the reported event, for break, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. The quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.